Event description:
It was reported the patient received the following results within 15 minutes: 42 mg/dl and 78 mg/dl using two different aviva meters. Customer used the same vial of strips for both meters.